Event description:
It was reported that the patient's blood glucose rose to over 250 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient reported pain at the pod site and that the adhesive was wet. Investigation of the pod found damage to the cannula. The device was originally reported for leaking during wear.

Manufacturer narrative:
No damages were observed that would contribute to the reported pain during insertion, the cause of which could not be determined. The exposed portion of the soft cannula was observed to be shortened, preventing fluid from completing the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.